Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During an initial implant of an implantable pulse generator (ipg) and this lead, the physician was unable to pace or obtain adequate r-wave measurements with the high impedance. The physician elected to remove and replace the lead with a screw-in type lead.